Event description:
In speaking with a home patient's (hp) family member regarding an incident that occurred during hp's automated peritoneal dialysis therapy with home patient's homechoice machine, the family member mentioned that home patient regularly reuses homechoice sets at least twice before discarding them. Per hp's family member, no pt injury or medical intervention was associated with this issue.